Event description:
It was reported that the system was continuously emitting x-rays. There is no report of injury or death associated with the event describe in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.